Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 113954, md hybrid glenoid base 4mm, 572670; 113651, comp primary stem 11mm std, 858680; 113057, versa-dial 50x27x50 hum head, 092570; pt-113950, pt hybrid glen post regenerex, 090950. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial shoulder arthroplasty. Subsequently, the patient was revised to a reverse shoulder due to unknown reasons. The comprehensive total shoulder was removed. Attempts have been made and additional information on the reported event is unavailable.